Event description:
The shunt was implanted in 1999 and revised in 1999. The pt developed a reaction to the polyurethane shunt system at the valve. When the pt was examined in the or, it was noted that the scalp tissue became necrotic. Upon examination of the valve. Physician noted that the coating on the valve was peeling off and felt that the tissue reaction was due to the pt reaction to the shunt. The pt has already had problems with this reaction and previous polyurethane shunts have been placed.